Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) had an alarm indicating a chronic loop air leak, and the fault could not be eliminated. The iabp was replaced immediately and it worked well afterwards. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the ECG lead wire , and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted when our investigation is completed.

Event description:
N/a.

Manufacturer narrative:
Additional information was requested from the customer with regard to the repair and status of the iabp. The customer reported that in order to fix the issue, the ECG leadwise was replaced, and that all functional and safety checks to meet factory specifications were performed, and all passed. The iabp was then cleared for clinical service. H3 other text : customer done the repair.